Event description:
It was reported by service report that the brakes are not holding on the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Spiral retaining ring, caster tube brake pin guide.